Event description:
During baxter engineer inspection of the device the channel a pump head module (phm) failed the accuracy test by over infusing. There was no patient injury or medical intervention necessary according to the facility representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of over infusing was confirmed. Inspection of the device showed that channel a pump head module (phm) failed accuracy test by over infusing. The phm was replaced in the pump to correct the condition.